Event description:
Customer reported the system will not boot up or power up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. System operates as intended.